Event description:
Pt presented for open reduction with internal fixation for left wrist fracture. Locking screws used with the plate would not lock down. Plate and screws removed; alternate company's used to stabilize the fracture until correct plate could be ordered from the alternate company since surgeon refused to use the flowers brand items; pt returned 3 days later. Please note that the following products were involved: locking screws 2.4mm x 8.0mm fhf 108 lot 2012003965; 2.4 mm x 10.0mm fhf 110 lot 2013000698; non-locking screw 3.5mm x 12.0mm fbs312 lot 2013204142; distal radius plate, standard, left, 3 holes fdr011 lot 2014003004. Because the locking screws wouldn't lock down, all of this hardware was removed, an alternate company's items were used to stabilize the wrist until the correct plate size could be ordered from this same alternate company. When the plate was received, the pt returned for surgery (3 days later) and had the procedure successfully completed. Surgeon will not use the flowers brand items until they have figured out what went wrong with the locking screws and plate.